Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens received is not the same type and model lens that was reported as explanted by the customer. The lens received is not a one (1) piece lens; but a three (3) piece lens. No further investigation as the lens reported was not the lens that was received. The complaint cannot be confirmed. A review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. With respect to astigmatic correction and lens calculations the dfu states that rotation of tecnis® toric 1-piece iols away from their intended axis can reduce their astigmatic correction. The dfu contains a section on lens power calculations. Accurate keratometry and biometry are essential to successful visual outcomes and the surgeon should be careful to ensure that preoperative keratometry and biometry is accurate and that the iol is properly oriented prior to the end or surgery. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's eye in a secondary procedure due to "complications." The complication was that the patient had residual astigmatism post op with the toric lens. The lens was implanted in the patient's left eye. The lens was replaced with a model za9003 lens. Patient did well post op.